Event description:
Patient on operating room (or) table and was anesthetized. Pt was totally dependent on anesthesia gas machine and ventilator. The anesthesia circuit abruptly came apart at the connection between the bag and plastic adapter. Product was missing the tape that is supposed to keep the bag from coming off.anesthesia circuit is supplied fully assembled. There are three major pieces to the assembly which include circuit tubing (96 inches long); soft green rubber bag for inflation and deflation purposes; a white plastic connector to attach the bag to the circuit. The bag is supposed to be secured to plastic solely by a pre-assembled piece of tape that is also white. When assembled, the tape makes the green bag appear to be secured by the white plastic connector only. The green bag has no mechanism to hold itself on the connector other than by the tape.